Manufacturer narrative:
Correction: g3 should be 28 jun 2023 in previous report.

Event description:
Related manufacturer reference number:2017865-2023-36002. It was reported that patient's atrial lead exhibited loss of sensing and inappropriate capture. It was further noted that the lead was dislodged. It was also noted that patient's left ventricular lead exhibited high capture threshold. During lead revision procedure, it was noted that the stylet was difficult to advance in atrial lead. The atrial lead was successfully repositioned on (B)(6) 2023. The patient was stable.